Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one patient details were not crossing over. The technical support specialist (tss) dialed into the server and identified that the patient discharge time was incorrect causing patient and order not crossing over. Tss tried to connect with the customer but failed. Tss again dialed into the server and station and confirmed that the patient details were populating correctly, and discharge status was cleared. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient information was not crossing over to the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.